Event description:
It was reported to tyco healthcare/kendall on 4/4/2007, that the customer is having a reaction to multiple kinds of electrodes. Customer was given a burn cream (possibly 0.1% or 1% silverdene) 2 times/day, and benadryl to treat blisters. The burns blistered and oozed. The marks took 2-3 months to disappear. The burns didn't happen while the electrode was on, but appeared once they were removed and air came in contact with the skin. Customer has atrial fibrillation. Three electrodes were used on patient: 1. 50007365 biotac ECG conductive adhesive electrodes - used for 4 days, took 2-3 months to disappear 2. 31433538 3ekg q-trace 5400 resting electrode, used in 2007, and had on for approx. 22 hours. This was her worst reaction. 3. 31043170 biotac cloth ECG electrodes were used for 24 hours.

Manufacturer narrative:
Investigation is currently underway. Upon completion, results will be forwarded.